Event description:
It was reported that during attempt to implant the stents from a trabecular microbypass stent system, the surgeon was unable to visualize the trocar beyond the insertion tube intraoperatively. Per report, a back-up device was used to complete the procedure without any issues. Additional information has been requested.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. The device identifiers were not provided; therefore, a complaint history review for this device lot number could not be completed. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# (B)(4).

Manufacturer narrative:
Additional information: d9, g2, g3, h3. The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly had been activated once and one (1) stent was found. The trigger button motion was functioning as intended, and the device was able to actuate all remaining positions. The device was disassembled and visually inspected. The injector¿s frontal components were found bent, and the trocar was found broken. This finding likely occurred during the surgical procedure, as described in the customer¿s reported issue. A review of the manufacturing x-ray results for the device revealed that accepted stent injector contained a splayed trocar that met the required specifications. It is highly unlikely that the splayed trocar was shipped out bent or broken as it undergoes critical dimension inspection after injector assembly per manufacturing internal procedure. Furthermore, all devices undergo visual inspection via x-ray per manufacturing internal procedure. If any of the frontal components were bent or broken during x-ray, the unit should get rejected. Further inspection of the insertion tube, singulator, and trocar identified surface features of the trocar that indicate a tensile failure, likely from the force of the stent against a bias trocar. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during the deployment of the first stent. MFR# reference: (B)(4).